Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 589 mg/dl. The customer treated by changing the set and giving manual injections. The customer stated that she had a bent cannula yesterday. The customer had symptoms such as feeling sick and nauseous. The customer stated that she had 3-4 highs in the last 3-4 weeks. The customer stated that the right side of her body is doing well with insertions and will bring up concerns to health care provider.